Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00795 addresses the first device, while manufacturer report # 3005099803-2013-00794 addresses the second device. It was reported to boston scientific corporation on (B)(4) 2013 that two alliance syringes were used during a dilatation of the esophagus on (B)(6) 2013. According to the complaint, when the balloon was inflated, the gauge of the first device initially worked correctly. After the gauge rose to the specified pressure, the handle was set to hold the inflation for 1 minute. However, the gauge fell to zero though the balloon remained inflated. It was confirmed the gauge was reading inaccurately. The first device was replaced with a second syringe, however, the gauge of the second device did not register pressure. The balloon was replaced with a second balloon and inflation was attempted again with the second syringe; however the gauge still did not register pressure and was reading inaccurately. The procedure was completed with the second syringe and second balloon without confirming the dilating pressure. It was confirmed there were no issues with the balloons used in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.